Manufacturer narrative:
(B)(4). The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The unit had intermittent button response on the up arrow button due to moisture damage on keypad traces. No unexpected numbers ramping were noted. The device had a cracked reservoir tube lip. No moisture damage was noted on electronic assembly or on the motor.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, difficulty breathing, and kidney failure. The blood glucose reading was 305 mg/dl at the time of hospitalization. The customer stated that the incident was not related to the device, but he had experienced high blood glucose levels nonetheless. At the time of call, the customer stated that the insulin pump had scrolling numbers when he tried to enter the carbohydrates into the bolus wizard. The blood glucose reading was 273 mg/dl. He stated that he was just discharged from the hospital and was attempting to treat using the insulin pump; however the insulin pump had been placed in a bag and was exposed to insulin for an extended period of time during his hospitalization. He stated that the device was wet upon removal from the bag. Advised replacement of the insulin pump. Nothing further reported.